Manufacturer narrative:
It was reported that the customer tripped over a wheel and "caught" her right leg on a leg rest lever. The customer stated that she is not the owner or user of the transport wheelchair. Reportedly, the customer experienced a laceration to her right leg. She went to a local hospital emergency department (ed) where she received nine (9) sutures to the wound. No diagnostic exams reported. No further treatment reported. Reportedly, the customer has been followed by a specialist at a wound care center and has required daily wound cleaning and dressing changes at home. No antibiotic treatment reported. There was no sample returned to the manufacturer for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the customer tripped over a wheel and "caught" her right leg on a leg rest lever. The customer reportedly experienced a laceration to her right leg that required nine (9) sutures.